Event description:
New information received notes that the right atrial lead exhibited a loss of capture. Additionally, the dislodgement was noted via fluoroscopy.

Manufacturer narrative:
Correction: d6b should be jun 29, 2021

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the right atrial lead had dislodged. The lead was removed and replaced. The patient was stable.